Manufacturer narrative:
Investigation: a checkout of the device was completed on 13 december 2022 and the device passed a full auto test. A disposable complaint history search was performed for this lot and found no other report for similar issues on this lot. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the hemolysis experienced by the customer. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause for hemolysis could not be determined but it is likely due to one or a combination of the possible causes listed below: * patient's underlying disease state. * patient's medication and/or medical treatment. * hemolysis due to inlet needle replaced with smaller diameter or incompletely broken septum resulting in rbcs exposed to pressure drop in the inlet line. * hemolysis due to inlet needle replaced with smaller diameter or incompletely broken septum resulting in rbcs exposed to pressure drop in the inlet line. * hemolysis due to pinched return line resulting in rbc¿s exposed to pressure drop in return line. * hemolysis due to pinched inlet line resulting in rbcs exposed to pressure drop in inlet line. The residual total risk is determined to be low. * hemolysis due to an occlusion in the tubing resulting in rbcs exposed to a pressure drop.

Event description:
The customer reported a 'cells detected in plasma line in centrifuge' alarm during a red blood cell exchange (rbcx) procedure. The plasma was an amber color. The plasma in the connector started to get darker and the customer decided to terminate the procedure. The doctor was unable to confirm that the hemolysis was related to the patient¿s disease state. Hemolysis testing was not performed. No medical intervention was required and patient was reported as stable (outpatient) the exchange set is not available for return for evaluation because it was discarded by the customer.

Manufacturer narrative:
Investigation: a checkout of the device was completed on 13 december 2022 and the device passed a full auto test. A disposable complaint history search was performed for this lot and found no other report for similar issues on this lot. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the hemolysis experienced by the customer. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a 'cells detected in plasma line in centrifuge' alarm during a red blood cell exchange (rbcx) procedure. The plasma was an amber color. The plasma in the connector started to get darker and the customer decided to terminate the procedure. No medical intervention was required and patient was reported as stable (outpatient) the exchange set is not available for return for evaluation because it was discarded by the customer.